Event description:
During use of two smart flex 7 x 150 stents, which were overlapped in the vessel, it was reported that the stents shortened an unexpected amount when post dilated and separated from each other. The gap that existed between the stents required another stent. The patient was in his 70¿s. The target lesion location was the popliteal artery and the superficial femoral artery. The vessel was described as diffused with calcified lesions and a 150mm occlusion. The total length of the lesion was 300mm plus. Multiple pre-dilatations to create a large enough lumen to pass devices through the re-entry point of outback device were successful. The physician planned on implanting two stents during the index procedure. There was no difficulty deploying the stents. When the stents were post-dilated, they shortened and separated from each other. No short smart flex stents were available, so the physician used an 8 x 20 smart control stent to fully cover the lesion. There was no patient injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note that two products with the same catalog and unknown lot number are represented by this med watch report.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the film review. History: this complaint involves a patient undergoing endovascular treatment of a femoropopliteal occlusion. The target lesion was a 150mm total occlusion plus an additional 150mm of multifocal stenoses. A reentry device was used to create a lumen through the subintimal space. Two stents were deployed without difficulty. The treating physician overlapped the stents by 5-6mm which is the physicians normal practice. During post dilation the stents separated from each other requiring another stent to be placed to span the gap. Observation: two images are submitted for review. The first shows two stents deployed in the left sfa/popliteal arteries and is centered in the region of the adductor hiatus. One stent is fully expanded and the other is currently being dilated. There is nearly no overlap between the stents. The second image shows both stents fully dilated and there is now a gap between the ends of the stents. Conclusion: this complaint involves a patient who had two smart flex stents placed in the sfa during a recanalization procedure. After post dilation of the stents the treating physician noticed a gap between the stents. In my opinion, the etiology of this event is procedural in origin and this does not represent device failure. It is best practice to expand the first stent prior to placing a second stent in tandem. This is especially true when treating cto lesions where there are narrow recanalized lumens and significant foreshortening may occur after dilation. By post dilating the first stent you can decrease the chance of creating a gap significantly. In my practice I routinely allow 10mm of overlap of tandem stents. I pay close attention to the area of overlap during dilation and always begin the dilation at the area of overlap and work distally from there. The treating physician handled the event appropriately by placing an additional stent to treat the gap. The product was not returned for analysis. Self-expanding stents have a known percentage of foreshortening which is listed in the IFU which the user should always refer to prior to delivery of the stent. Although it was noted from the account that the overlap of the two stents after deployment and before post dilation was either 5 or 6mm or 8 to 12mm (both figures were provided) films show that there was in fact nearly no stent overlap. As the account notes this was an extremely complex procedure. The product was not returned for analysis. Based on the information available no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received and the event description has been updated. During use of two smart flex 7 x 150 stents, it was reported that the stents shortened an unexpected amount when post dilated, and separated from each other. The gap that existed between the stents required another stent. The patient was a male in his 70¿s. The target lesion location was the popliteal artery and the superficial femoral artery. The vessel was described as diffused, with calcified lesions and a 150mm total occlusion. The total length of the lesion was 300mm plus. An unsuccessful attempt to cross the lesion with a wire and catheter were made. With the use of an outback re-entry catheter, the physician was unable to cross through the re-entry portion with a 6mm powerflex pro balloon. Multiple pre-dilatations using a sleek 2 x 4 balloon to 9atmospheres, and then passing the 6x150 powerflex pro and inflating to 12 atmospheres to create a large enough lumen to pass devices through the re-entry point of outback device were successful. The physician planned on implanting two stents during the index procedure. There was no difficulty deploying the stents. The initial overlap was close to 5 or 6 mm, which is the normal overlap the physician uses with these types of open cell stents. The stents expanded normally but due to the characteristics of the vessel, were under expanded and post dilation was performed as per normal procedure. The stents were post-dilated with the 6mm x 150mm powerflex pro balloon. During post dilation they shortened and separated from each other. There were no short smart flex stents were available to cover the gap between the stents, so the physician used an 8 x 20 smart control stent to fully cover the lesion. There was no patient injury reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. Please note that the lot numbers for products involved in the complaint have been received. The stents were sf07150mb, lot # 1315408 and sf07100mb, lot # 1315406. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3006982370-2013-05003 and 3006982370-2013-05004.

Manufacturer narrative:
During use of two smart flex stents, which were placed in overlapping fashion in the femoropopliteal artery, it was reported that the stents shortened an unexpected amount when post dilated and separated from each other. The gap that existed between the stents required placement of another stent. The target lesion location was the popliteal and superficial femoral arteries described as diffuse with calcified lesions and a 150mm occlusion. The total length of the lesion was 300mm plus. Multiple pre-dilatations to create a large enough lumen to pass devices through the re-entry point of an outback device were successful. The physician planned on implanting two stents during the index procedure and there was no difficulty deploying the stents. When the stents were post-dilated, they appeared to be under-expanded, shortened and separated from each other. No additional short smart flex stents were available, so the physician used an 8 x 20 smart control stent to fully cover the separated area between the two smartflex stents. There was no patient injury reported. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Self-expanding stents have a known percentage of foreshortening which is listed in the IFU which the user should always refer to prior to delivery of the stent. Although it was noted that the overlap of the two stents after deployment and before post dilation was either 5 or 6mm or 8 to 12mm (both figures were provided) films were not provided of the initial stent deployment showing the actual amount of stent overlap. As the account notes this was an extremely complex procedure and vessel characteristics and procedural factors could have been responsible for the reported events. However, without additional films of the procedure no conclusion can be drawn. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3006982370-2013-05003 and 3006982370-2013-05004